Event description:
It was reported that placement of the proglide sutures were attempted in the right common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was a 8fr sheath. Reportedly, when the plunger was removed, no sutures were attached to the needles. Surgical intervention was performed to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device, it us unknown if the physician is established in the preclose technique. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: the physician is established in the preclose technique.

Manufacturer narrative:
(B)(4). Correction- lot number was changed from 40331k1 to 31206k1. Evaluation summary: the device was returned and the reported needle to cuff miss/ suture retrieval issue was confirmed. Based on analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for this lot. A query of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.